Event description:
An email was received regarding a portex bluselect cuffed tracheostomy tube, in unknown, ln unknown. It was stated that there was a crack in the port. This meant the subglottic could not be aspirated due to a loss of pressure through the crack when inserting the syringe. There was patient involvement. Related complaint documented on (B)(4).

Manufacturer narrative:
B3: unknown date of event. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
One photo of the affected device was received for analysis. The reported issue was confirmed in the photo, which depicted a crack in the suction connector. However, without a sample device, the investigation could not perform further analysis or determine a root cause. As no lot number was provided, no review of device history could be conducted. Based on the results of the investigation, the reported issue was confirmed, but no root cause could be established. If the product is returned, the manufacturer will reopen this complaint for further investigation.